Manufacturer narrative:
Device not returned.

Event description:
It was learned through the operative report that the device was explanted after an implant duration of zero days, due to an unsuccessful ring repair.